Manufacturer narrative:
(B)(4). This is a report of a breach in aseptic technique that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient forgot to put on a minicap after disconnecting from peritoneal dialysis therapy. The patient was hospitalized and treated with vancomycin intraperitoneally (dose and frequency not reported) for the event. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis event. The patient was retrained on aseptic technique. Dianeal therapy was ongoing. Additional information is not available.

Manufacturer narrative:
(B)(4). The product code was updated to kdi (previously reported as kdj). The common device name was updated according to the change in the product code. Should additional relevant information become available, a supplemental report will be submitted.